Manufacturer narrative:
(B)(4). Covidien replaced the front pcb board. The unit then passed testing. The MFR date of the device precedes a supplier corrective and preventive action taken by the MFR.

Event description:
During service of a n-560 on (B)(6) 2014 covidien determined a failure of the display segments. The failure occurred when the device was not being used on a pt.